Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer received and evaluated the device. The complaint was confirmed as a communication failure between the therapy and ui cpus.